Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva sp with maxzero foreign matter in/on a fluid path. The following information was provided by the initial reporter: (B)(6) 2025 concern description: staff completing pre check of IV catheter prior to insertion, noted a discoloration on the needle inside the catheter.

Event description:
No new information.

Manufacturer narrative:
In response to the event reported by your facility, a device history review (DHR) was conducted for lot number 5023873. Our records show that this is the only instance of this issue occurring in this production batch. One nexiva device was received for evaluation. The returned unit had been removed from its packaging but showed no apparent physical damage. A visual and microscopic inspection was performed to assess the reported discoloration of the needle. No discoloration or other damage was observed during the investigation. Based on the results of this evaluation, the reported complaint could not be confirmed.